Event description:
It was reported the switch remained on. Visual inspection of the switch components revealed that the electrical cord had been subjected to a great deal of stress, pulling the wire connections apart at the circuit board. We concluded that this report was attributable to misuse on the part of the consumer.